Event description:
During arthroscopy procedure, serrated tip of shave blade broke off. Tip was retrieved and not retained in patient. A second instrument obtained and the tip also broke prior to use on patient.